Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. Additional information obtained from the field representative indicates that this rv lead had loss of capture even at maximum output hence, chest x-ray was taken. Dislodgement was further confirmed via fluoroscopy. This rv lead was explanted and was returned back to the laboratory. No additional adverse patient effects were reported.